Event description:
A medtronic representative reported the fusion navigation system was found to intermittently display 'no input detected' on the monitor when the system was moved. The cable connections to the monitor and computer were checked. After re-seating the cables, nothing was displayed on the monitor. The monitor was confirmed to be on and checked power cable connection at the monitor; cable was fully seated, however, there was no display. Confirmed connections at power supply and isolation transformer were fully seated. There was no patient present.

Manufacturer narrative:
RMA issued. Investigation involved visual inspection and functional testing of the monitor cable and computer power cable. Investigation finds the monitor was plugged into a known good system and the display is blank. Replacement monitor shipped (B)(4) 2012.